Manufacturer narrative:
It has been communicated that the device is not available for evaluation. The lot number provided does not correspond to the refill kit, therefore; it is not possible to review the DHR. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
E-mail received from the sales rep. Informed that: "baclofen pump refill. Pa removed existing fluid in pump utilizing IFU stated technique. Refilled pump per IFU utilizing cns and codman refill kits. Confident that all 40 ml of drug was inserted into the pump. After completing refill pump was interrogated and read 32 ml. Question as to whether or not the pump fluid gauge is accurate or if the fluid was lost in the refill. Device will not be returned for evaluation. It remains in patient".